Event description:
Caller stated that medical attention was sought on 8-23-2020 around 12:00am at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 180mg/dl, caller said she tested again and received a result of 175mg/dl. The caller said that the end-user had humalog before dinner and her blood pressure medication. Caller said the end-user was sweaty shaking and was incoherent with slurred speech. Paramedics were called a few minutes after testing with her prodigy meter. Caller stated that there was no food drink or medication consumed while waiting for the paramedics to arrive. Paramedics arrived about 5-10minutes and tested the end-users blood glucose with their meter and received a result of 35mg/dl, no additional tests were performed with the prodigy meter. Paramedics administered a glucose injection and transported the end-user to (B)(6) hospital located at (B)(6). Upon arriving at the hospital, the end-users blood glucose was 60mg/dl. The end-user was given more glucose and a peanut butter sandwich. She was at the hospital for 122 hours and was told to follow up with her primary doctor when she was discharged. The end-user takes humalog on a sliding scale that is as follows: 80-125mg/dl 5 units, 126-175mg/dl 6 units, 176-225mg/dl 7 units, 226-275mg/dl 8 units, 276-325mg/dl 9 units, 326-375mg/dl 10 units, 376-425mg/dl 11 units, anything higher than 425mg/dl notify the doctor. The caller was unsure of what the end-users blood glucose was when she was discharged. No additional information was provided.